Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report #(B)(4). We received 22 easypump ii lt 270-54-s in original packaging. 10 of the samples were subjected to a visual inspection. Damages or manufacturing faults were not detected. Additionally 10 samples were filled with nacl 0.9 % up to the nominal volume and a functional test respectively a leak test was carried out. After waiting for a while the pumps did work (solution was running). Leakages were not detected at the samples. Furthermore, we tested the flow rate of these samples. Nominal: 5.0 ml/h. Actual: sample 1: 9.9 ml in 1 h; 18.6 ml in 2 hrs; 155.7 ml in 28 hrs sample 2: 10.0 ml in 1 h; 18.8 ml in 2 hrs; 155.7 ml in 28 hrs sample 3: 9.5 ml in 1 h; 17.9 ml in 2 hrs; 152.0 ml in 28 hrs sample 4: 10.1 ml in 1 h; 18.4 ml in 2 hrs; 157.4 ml in 28 hrs sample 5: 9.5 ml in 1 h; 17.0 ml in 2 hrs; 150.3 ml in 28 hrs sample 6: 12.6 ml in 1 h; 22.4 ml in 2 hrs; 176.8 ml in 28 hrs sample 7: 7.8 ml in 1 h; 14.4 ml in 2 hrs; 141.9 ml in 28 hrs sample 8: 10.2 ml in 1 h; 19.5 ml in 2 hrs; 160.3 ml in 28 hrs sample 9: 9.4 ml in 1 h; 17.0 ml in 2 hrs; 151.4 ml in 28 hrs sample 10: 9.5 ml in 1 h; 17.6 ml in 2 hrs; 150.6 ml in 28 hrs the flow rate of one sample (sample no. 6) is not within our specifications. Leaks were not detected at the samples. Device history records (DHR): reviewed device history records, no abnormalities and no such defect detected at final control inspection. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): fast flow

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, fast flow rate issue is a known error pattern and corrective and preventive actions are in progress / have been implemented.